Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), procedural complication ("complications during surgery") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced procedural complication (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, procedural complication, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular and procedural complication to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / lower right abdominal pain /lower left abdominal pain"), procedural haemorrhage ("complications during surgery-plaintiff states she found out her sutures had leaked and she ended up with 250cc¿s of blood floating around in her abdomen.") And genital haemorrhage ("heavy and abnormal bleeding") in a 45-year-old female patient who had essure (batch no. E13067 (as per mr)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine, scapula pain and skin cancer. Concurrent conditions included nausea, vomiting and uterine bleeding. Concomitant products included montelukast for multiple allergies. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 13 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criteria hospitalization prolonged and medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), back pain ("lower right middle back pain"), pain in extremity ("entire right leg pain") and musculoskeletal pain ("upper right buttocks"). The patient was hospitalized for 10 days. The patient was treated with surgery (on (B)(6) 2016 she underwent an exploratory laparotomy essure removal & hysterectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, pain in extremity and musculoskeletal pain had resolved and the procedural haemorrhage, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, musculoskeletal pain, pain in extremity, pelvic pain and procedural haemorrhage to be related to essure. The reporter commented: complications: nova sure ablation avoided due to uterine cavity was being too small for the device to be used. Discrepant information in removal date- (B)(6) 2016. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: right side abdominal, leg and buttock pain, right side abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / lower right abdominal pain /lower left abdominal pain"), procedural complication ("complications during surgery-plaintiff states she found out her sutures had leaked and she ended up with 250cc¿s of blood floating around in her abdomen.") And genital haemorrhage ("heavy and abnormal bleeding") in a 45-year-old female patient who had essure (batch no. E13067 (as per mr)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine, scapula pain and skin cancer. Concurrent conditions included nausea, vomiting and uterine bleeding. Concomitant products included montelukast for multiple allergies. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 13 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced procedural complication (seriousness criteria hospitalization prolonged and medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), back pain ("lower right middle back pain"), pain in extremity ("entire right leg pain") and musculoskeletal pain ("upper right buttocks"). The patient was hospitalized for 10 days. The patient was treated with surgery (on (B)(6) 2016 she underwent an exploratory laparotomy essure removal & hysterectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, pain in extremity and musculoskeletal pain had resolved and the procedural complication, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, musculoskeletal pain, pain in extremity, pelvic pain and procedural complication to be related to essure. The reporter commented: complications: nova sure ablation avoided due to uterine cavity was being too small for the device to be used. Discrepant information in removal date- (B)(6) 2016. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: right side abdominal, leg and buttock pain, right side abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporter information added. Added event pelvic pain, abdominal pain, lower right middle back pain, entire right leg pain, upper right buttocks, she did not undergo essure confirmation test. Updated outcome, onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.